Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom door error as a door not fully latched alarm. Eval determined the cause to be a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump experienced a door error. It was also reported that there was no pt injury.